Manufacturer narrative:
Upon further investigation of 4 of the devices, it was determined the scale was operating within specifications and there was no defect found that would have caused or contributed to an inaccurate scale.

Event description:
This report summarizes 15 malfunction events, where it was reported the devices experienced an inaccurate scale. There was 6 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This supplemental is being filed to correct the number of events to 15. The 5 devices were not made available by the customer; the reported issue was not confirmed.

Event description:
This report summarizes 15 malfunction events, where it was reported the devices experienced an inaccurate scale. There was 6 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 7 devices were functionally/visually inspected in the field. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 10 malfunction events, where it was reported the devices experienced an inaccurate scale. There was 6 events with patient involvement; no adverse consequences were reported.